Event description:
A user facility reported to olympus that during reprocessing, the cysto-nephro videoscope had a foreign material falling off the tip of the channel. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found a damaged bending section cover. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the foreign material falling off the tip of the channel likely occurred because the bending section cover broke. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope. Inspect the adhesives attaching the bending section cover to the insertion section for deterioration, pitting or cracking." Olympus will continue to monitor field performance for this device.